Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, no motor movement, or the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple errors. The customers blood glucose level was 10.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.